Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device had suspected premature battery depletion. The device was explanted and returned. It was also noted that during device interrogation, the impedance of the lead would not be seen. The issue had been noticed previously during routinefollow up visits, but not addressed with the manufacturer. There was also a "slight increase" in the threshold after the replacement of the device; during the procedure. It was also reported that when the device was programmed in the left ventricular (lv) only, if the if right ventricular does not capture, there is t-wave oversensing noted. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had suspected premature battery depletion. The device was explanted and returned. It was also noted that during device interrogation, the impedance of the lead would not be seen. The issue had been noticed previously during routine follow up visits, but not addressed with the manufacturer. There was also a "slight increase in the threshold after the replacement of the device; during the procedure. It was also reported that when the device was programmed in the left ventricular (lv) only, of the if right ventricular does not capture, there is t-wave oversensing noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #product event summary: (B)(4): the device did not detect any performance issues, but the calculated longevity result of 88% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.